Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted (B)(6) 2011 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there had been an right atrial (ra) lead warning for low impedance and that there was also possible atrial undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received and confirmed that the ra lead showed steady and within normal limits pacing impedances. It was also noted that the atrial undersensing was due to the patient being in junctional rhythm. The patient will continue with normal follow-up protocol.